Event description:
It was reported that the patient underwent colorectal procedure on (B)(6) 2015 and suture was used. During the procedure, the needle broke off in the rectal muscle. Portable xray was used to locate the needle. The patient underwent a surgical procedure and the needle was retrieved from the rectus muscle under general anesthesia. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual sample was received for evaluation. Visual examination of the needle revealed signs of ductility.

Manufacturer narrative:
Conclusion: a needle was received in two pieces with a fracture observed in the body of the needle. Visual evaluation revealed evidence of a brittle failure. Mechanical damage was observed coincidental to the fracture.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This voluntary medwatch is in response to receipt of medwatch form 4400150000-2015-8015.